Event description:
It was reported that the ventilator failed safety valve test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturers ref: #(B)(4).

Manufacturer narrative:
It was reported that the ventilator failed safety valve test during pre-use check. The reported failure was confirmed on site during investigation by our field service engineer. The inspiratory pipe and expiratory cassette membrane were cleaned. Several pre-use checks were performed, which all passed successfully. No parts were replaced and the ventilator is in working condition. The root cause cannot be established by this investigation, but the most probable cause could be that there was dirt on the membrane of the expiratory cassette and on the inspiratory pipe. It is very important that the valve membrane and the membrane seat in the expiratory cassette are clean. If there is dirt particles on the valve membrane it may not seal the membrane seat correctly. Dirt particles can cause leakage in the expiratory cassette and the inspiratory pipe.